Event description:
A 6060 pump was reported to overinfuse during clinical use. The reporter stated that a pt was receiving chemo (5fu + saline) and the bag went dry approximately 12 hours early. The pump was set in the continuous mode at a rate of 1.5 ml/hr, vtbi of 252ml. The set being used was a 560500-250, lot 010736, and is available for evaluation. The set's bag was overfilled by 22 ml. The sets are primed at the pharmacy. This was the end of a 4-6 week therapy period. There was no injury or medical intervention required for the pt involved.